Event description:
The customer contacted the "cst" directly. It was reported the device was used during an unknown procedure. It was reported the device "would not work". Another used to complete the case. There was no consequence to the pt.